Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for meter not coming on with test strip insertion. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer missed her insulin last night because she was unable to get a reading. Customer was not concerned with result once she realized she didn't have her insulin and metformin that night. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and produced test results of 521mg/dl non-fasting and hi display non-fasting using true metrix air meter. Customer ate pancakes with syrup and sausages and did not take her insulin that morning. After troubleshooting the customer is satisfied the product is working as intended and declines a replacement. The test strip lot manufacturer¿s expiration date is 10/31/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.